Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy for conducted atrial fibrillation. In addition, the device exhibited oversensing due to a suspected lead dislodgement.